Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a couple of falls, they fell in the shower about a week ago and the battery site was hurting. The patient noted that their previous healthcare provider doesn't work with the therapy anymore so they were redirected to find a doctor to check the site. The patient stated that no visual changes had been noticed and the patient nor their husband knew whether the stimulation was on or off. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient stated that the fall affected the device because the leads were disconnected. Patient turned the device off and the pain was gone. No further complications were reported.